Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the display of the patient's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Reportedly, the home patient uses two patient extension lines, which he added after the priming cycle had already completed. Baxter's technical service center assisted the home patient in ending therapy early. The home patient injury or medical intervention was associated with this incident per the home patient.